Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found a hole in the erythrolyse reagent delivery tubing through pinch valve pv27. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported the coulter hmx analyzer with autoloader instrument was generating differential vote outs and r flags on samples. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.